Manufacturer narrative:
(B)(4). Date sent: 02/07/2022. D4: batch # u5dp0h. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. Device was received with staples present. When battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful, confirming the experience. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing no conclusion could be reached as to what may have caused the damage to the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/02/2021.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2021. Additional information was requested, and the following was received: what was the indication for surgery? No further information is available. Was the patient¿s hospital stay extended longer than the normal stay for this type of surgery? No further information is available. What was the rationale for replacing the anvil instead of leaving it and attaching the second cdh25p device to the first anvil? No further information is available.

Manufacturer narrative:
(B)(4). Batch # u5dp0h. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the colostomy was performed due to the overall consideration of the patient factors and the deficiency of the device. Because there was a tumor located 6cm from the anus, there was a 50% chance that the colostomy would be performed. The patient was told about the possibility of the colostomy at ic. The patient¿s condition is stable as of (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for surgery? Was the patient¿s hospital stay extended longer than the normal stay for this type of surgery? If yes, does the surgeon feel the extended stay is associated to the cdh25p device? If so, why? What was the rationale for replacing the anvil instead of leaving it and attaching the second cdh25p device to the first anvil?

Event description:
It was reported that during a laparoscopic anterior resection with da vinci, the battery was attached, and back light was illuminated, the anvil was attached to the trocar and the adjusting knob was fully tightened, but the device could not be fired at the first firing. The device was replaced. When replacing the anvil, additional cut about 1cm was performed by a scissor on the oral side colon. The analis side was not cut, and the same hole was used to insert the trocar. No bleeding due to the issue. It took about 1 hour for additional cut and replacing the anvil. The device was used on the rectum. The patient is still hospitalized. Another device was used to complete the case. No further information is available.